Manufacturer narrative:
Date of event was reported as (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional (hcp), via the manufacturer¿s representative, regarding a patient with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient had post implant pocket site pain. As a factor that may have led to the issue, the physician noted that the patient had a tendency to fall and were of low weight/size. The physician had tried treating the pain with other treatment modalities and pain medications. An explant of the device system was then performed on (B)(6) 2018 because of the persistent pocket pain issue. The issue was reported as resolved at the time of report. Relevant medical history included urinary dysfunction. The patient status was noted as ¿alive ¿ no injury¿. There were no further complications reported or anticipated.